Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident was 400 mg/dl. Troubleshooting was initiated for the no delivery alarm. A prime was performed successfully. The customer planned to continue insulin pup therapy with the same infusion set and reservoir. He stated that he will switch to manual injections if his blood glucose continued to increase. No products were returned or replaced.